Event description:
A company representative reported in 2008 that the patient had been admitted to the hospital due to a heart attack and diabetic ketoacidosis. A company representative spoke with the patient's wife on 04/20/2008. While connected to his insulin infusion device and working on his farm, the patient began to feel ill. He went home and began throwing up. The patient's physician requested he go to the emergency room. Exact details of the event dates were not provided, it is believed this occurred on four days later. Upon admission to the emergency room, the patient's wife stated that the patient was in ketoacidosis with a blood glucose level over 600 mg/dl. He was in the emergency room for over 5 hours and then transferred to the ICU. He was in the ICU for several days and was connected to an IV insulin drip. Upon discharge from the hospital, the patient returned to infusion therapy, using his previous infusion device. He is currently connected to his previous infusion device and his blood glucose is normal (100-150 mg/dl). The patient's wife also stated that her husband had a heart attack sometime during this period. He was not aware of the incident, but his cardiac enzymes were elevated. The infusion device was replaced and requested to be returned for evaluation.